Event description:
New information states that the patient was doing well post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had experienced syncope episode while at home, in the hospital upon interrogation the pulse generator exhibited loss of capture. The right ventricular lead was capped and replaced successfully on 7/20/2016. The patient was recovering.

Manufacturer narrative:
Record type should have been serious injury not malfunction.